Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. The company representative was able to confirm the reported issue. The pneumatics module was replaced and returned to address the issue. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for ¿complaints reported against this serial number¿ was performed. There were no similar complaints reported for the ¿product serial¿ under investigation, with the same event code. The pneumatics module was returned for testing on this investigation. A visual assessment of the returned sample revealed no obvious nonconformities. Sample was installed onto a system and failed in sections. The sample was then further inspected and under the top cover a defective connector was found. The root cause of the reported event is attributed to nonconforming connector in the pneumatics module. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during surgery, auto gas fill (agf) was not working in the ophthalmic system. Procedure details and patient impact have not been provided. Additional information has been requested but is not available at the time of this report.